Event description:
It was reported that the patient received inappropriate shock due to noise. High pacing threshold and lead fracture were noted. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.